Event description:
It was reported the pt developed hemolysis and the valve was explanted due to what was thought to be a paravalvular leak. However, during the explant procedure, a fistula was observed below the annulus. A 25 mm epic supra (model and sn unk) was implanted. It was reported the surgeon did not have any concerns regarding the explanted valve.